Event description:
It was reported that the top label was not replaced, and upon powering on, the device triggered alarms 1210, 1260, and 1261. The internal clock battery was found out of date. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was separating. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the reported error codes 1210 and 1261. These error codes indicate printed circuit board (pcb) replacement. The uso seal and pcb were both replaced. The device then passed all testing.